Event description:
During a thrombolysis procedure, a cracked was reported when conducting the third attempt to confirm flow through the vessel (left cerebri media m3) with a select plus (mc) microcatheter. A 3ml medallion syringe (merit medical) was connected directly to the hub, and 100% contrast (jopamiro 300/bracco) media was used when the crack was noticed along with the damage. Additionally, prior to injecting the 100% contrast, the catheter was flushed, and no additional force was used to connect or inject the contrast media. Prior to the event, the mc was stored per labeling guidelines, and other than the reported event, no other damages were noticed on the mc (unraveled, stretched, kink, bend, fracture, etc). Prior to the event, the 3ml medallion syringe was connected at the hub of the mc to perform contrast injection through the mc to see if there was flow through the vessel. A constant and dedicated heparinized saline source was not used at all times, since the mc had to be repositioned accordingly in the vessel. There was no patient injury reported with the event, and the device will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a thrombolysis procedure, a crack was heard and it was noted that the hub of the prowler select plus microcatheter (mc) was damaged when reconnecting a 3ml medallion syringe (merit medical) directly to the hub for the third attempt to confirm flow through the left middle cerebral artery-m3. 100% contrast (jopamiro 300/bracco) media was used when the crack was noticed along with the damage. Additionally, prior to injecting the 100% contrast, the catheter was flushed, and no additional force was used to connect or inject the contrast media. Prior to the event, the mc was stored per labeling guidelines, and other than the reported event, no other damages were noticed on the mc (unraveled, stretched, kink, bend, fracture, etc). A constant and dedicated heparinized saline source was not used at all times, since the mc had to be repositioned accordingly in the vessel. There was no patient injury reported with the event. A non-sterile prowler select plus 150/5 cm 45 shape microcatheter was received coiled inside a plastic bag. The microcatheter was inspected and several kinks and compressed/flat sections were found on it. Additionally a crack was noted on the hub. Some waves were found on the microcatheter but apparently may have occurred during the handling of the unit when this was return for evaluation. The microcatheter was inspected under microscope and the kinks, compressed/flat sections and crack on the hub were confirmed. Additionally, a sem analysis was performed on the hub. The exact cause of the crack could not be conclusively determined; however, it shows that the material was brittle, and there was no degradation. The received microcatheter was flushed used a lab sample syringe(nipro); and the mc started to leak due to the crack found on the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported hub crack during use was confirmed; the hub was found cracked. The cause of the crack could not be conclusively determined. However, it appears to be due to force applied to the device as the sem analysis shows no degradation in the material. Neither the analysis nor the DHR suggest that the failure reported is related to the manufacturing process or material defect. Additionally inspections are in place to prevent this type of failures from leaving from the facility. Therefore no corrective actions will be taken at this time.